Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, a broken sensor wire occurred. The sensor was inserted in the patient's abdomen on (B)(6) 2016. The patient stated that her dog jumped on her and broke sensor wire off under skin on (B)(6) 2016. The patient stated that the transmitter and sensor pod came off but sensor wire was left under skin. The patient went to emergency room on (B)(6) 2016, and left the same day after no treatment or no x-ray and was told to come back if condition worsens. Dexcom medical team contacted the patient and spoke with patient. The patient reported that she had x-rays performed on (B)(6) 2016 and met with a doctor. The patient stated that the x-rays displayed 2 retained sensor wires: one in the abdomen and one in the arm. The patient denies pain and signs and symptoms of inflammation and infection. The patient reported that since she does not have any pain, inflammation or infection she will not have surgery to remove the two sensor wires. The patient reported that she is not concerned about the two retained sensor wires and stated, "I'm not worried about it". The patient reported that at this time she does not give consent to dexcom to contact her physician. Patient also reported that at this time she does not give consent to dexcom to request her x-ray images. At time of contact the patient was doing well. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.